Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device had a cracked lcd glass.

Event description:
It was reported that the insulin pump alarmed during rewind. The customer changed the reservoir, but the alarm continued. No further information was provided.